Manufacturer narrative:
The fse evaluated the device onsite and based on the log analysis, it was determined that therapy delivery test was failed due to a defective therapy capacitor. To resolve the issue, quotation has been sent to the customer, but the offer was expired. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective therapy capacitor. The reported problem was confirmed.

Manufacturer narrative:
Reporting address line (B)(6). Reporting institution phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the capacitor was faulty.¿ there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.